Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Partial knee end effector: handpiece would not engage while entering the femoral burr page. Pka case delayed for 1 minute. Update: the magnet was missing.

Event description:
Partial knee end effector: handpiece would not engage while entering the femoral burr page. Pka case delayed for 1 minute. **update** the magnet was missing.

Manufacturer narrative:
Per the investigation results, this complaint is no longer deemed a reportable event as upon receipt and evaluation of the defective partial knee end effector product, it was found that the magnet was not missing from the device. See below for the full investigation results. Reported event: the event reported that a partial knee end effector would not activate an anspach motor and that its magnet was missing. A 1 minute delay occurred. Device evaluation and results: - visual inspection showed normal wear and tear. The magnet was not missing from the device. - functional inspection showed that the device activated an anspach motor to 80,000 rpm with no issue. Device history review: review of the device history records indicate 20 devices were manufactured and accepted into final stock on 12/17/2015 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n (B)(6), l/n 19220315 show two (2) other complaints related to the reported failure. The pr's are 1542091 and 1714700. Conclusion: the failure was not confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.